Event description:
The customer reported that the ac power led indication was not working. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. No patient involvement was reported.